Event description:
Healthcare professional (hcp) reported injecting a patient with juvederm® voluma¿ with lidocaine in the nasolabial fold. Approximately three months post injections, the patient experienced ¿an acute mild infection and patient felt healthy¿ which caused ¿swelling and tenderness, in the injection area / hyaluronic acid was firmly palpable.¿ two days later, the patient was treated with dexamethasone for 5 days and amoxicillin with an improvement in symptoms. After discontinuation, symptoms worsened again immediately. Five days later, the patient was also treated with ¿150iu hylase dessau/antidote¿ at the injection areas. About two weeks later, the patient was treated again with ¿300iu hylase dessau/antidote.¿ the hcp then found ¿findings and apparent migration especially on the left side toward the lip and eye.¿ the hcp additionally reported that some time before or after the last injections the patient was also injected with juvéderm® volift¿ with lidocaine and ¿did not cause any problems.¿ symptoms are ongoing. The hcp additionally reported injecting a patient with 1ml of juvederm® voluma¿ with lidocaine in the nasolabial fold. Post treatment after injection included ¿ice.¿ after three months, the patient experienced painful swelling. The patient was treated with ¿5 days dexamethasone. Then, recurrence, 1x 150 iu hylose, one week later 1x 300 iu hylose, from 14.3. Again for 2 weeks prednisolone 30 mg for 7 days, then tapering.¿ symptoms are ongoing.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.